Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that the foil package was punctured. The punctured foil (primary) package exposes the sterile device please provide the following information: was the device rec'd from shipment in this condition? - yes. If the device was in the operating room, how was the device stored? Was anything resting on top of the device that could have damaged the packaging? - it was stored proper way. Nothing was resting on top of the device. Was the puncture to the package within the seal ie middle of product packaging or outside the seal? - within the seal and it looked like the seal was not totally/perfectly sealed.

Event description:
It was reported that prior to unknown procedure in 2018, the absorbable straps device was puncturing a foil package within seal and it looked like the seal was not totally/perfectly sealed. There were no patient consequences reported. It was also reported that the device package was stored proper way in or and nothing was resting on the top of the device.

Manufacturer narrative:
Product complaint # : (B)(4). The analysis results found that a device was returned inside its package unopened. The package was visually inspected and no anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.